Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.

Event description:
Consumer finds tampons uncomfortable and pieces are left behind after removal of the tampon.